Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 43, 129 and 113 mg/dl. Tests were done within 10 minutes. Patient has been cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.